Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 465 mg/dl and 426 mg/dl. Customer stated the insulin pump was not bumped nor dropped. The customer was assisted with troubleshooting and declined for high blood glucose. The customer stated that retainer had damage. Customer stated that reservoir able to lock in place when inserted into insulin pump. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.